Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the contacts were out on the patients paddle. The patient underwent a paddle lead replacement procedure. The explanted paddle lead was discarded.